Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis (dlk) one day post lasik in a patient's right eye. An oral steroid was prescribed along with increasing the topical steroid drop dosage. Upon follow up, the doctor has spoken to the patient over the phone and feels that dlk has probably resolved. Patient is scheduled for an appointment to confirm this feeling. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.